Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from february 20, 2020 - february 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not show evidence of a leak. The reported condition was not verified. Due to the nature of the sample, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) 2 ml had no flow. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.